Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the arm will no longer raise or lower the lift. The dealer worked with (B)(6) in tech, (B)(6) advised him to replace the controller, the dealer states that since the leadswap still resulted in the actuator not working, he wanted pricing on swapping out the lift actuator.